Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 erc tubing clamp / 500mm. The incident occurred in cambridge, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that suddenly a clear fluid started leaking out of the casing of an erc (electrical remote-controlled) tubing clamp and the clamp no longer responded to any operations. Reportedly, the issue occurred 3 months ago during setup. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. During troubleshooting a visual inspection revealed extreme signs of wear, corrosion and rust on the external surface of the unit as well as on the internal surface. The failure was confirmed and traced back to clamp assembly, printed circuit boards (pcb) zka and zkb. Complaints database analysis revealed no similar event since unit installation in 2016. Based on the result of the investigation and considering the aging of the unit (2016), the root cause of the event was the wearing of clamp with the contribution of rust and corrosion probably due to fluid ingress during cleaning procedures.